Event description:
During an open mitral valve case, a lesion was made near the pulmonary vein. After an ablation was made with the oll2, some bleeding was noted by the ablation site. The surgeon repaired the area with suture. No pt consequence.

Manufacturer narrative:
Information of this event was reported to the company by field personnel. No further information has been provided at this time by the account. Evaluation summary: the device involved in the event was discarded. A retained sample of the device from a similar lot was evaluated. The retained sample was evaluated for functionality. There were no issues noted for the functionality of the device. Also, the device history record was reviewed. No non-conformance reports were found.